Event description:
It was reported that during a cryo ablation procedure, phrenic nerve capture was lost while pacing on the right superior pulmonary vein (rspv). The patient's phrenic nerve palsy was not recovered, and the patient's hospitalization was extended overnight. The case was completed with radiofrequency. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.